Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert which indicated high impedance on the rv deib coil. They were unable to reproduce the high impedance during an office visit. During the lead revision procedure an rv coil fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.